Manufacturer narrative:
Two opened probes were received, with tip protectors, in a bag. Sample one: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration. The actuation and cut functionality of the returned probe were unable to be tested due the inner cutter was observed to be broken at the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. Sample two: the sample was visually inspected and found to be nonconforming with the needle bent and dried white foreign material covering the port and tip of the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, and nonconforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. The inner cutter was observed to be bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Sample one: the complaint evaluation does not confirm the probe had an aspiration failure. The cut and actuation functionality of the returned probe were unable to be tested due to the inner cutter was observed to be broken at the port. The root cause for the broken inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Sample two: the complaint evaluation does not confirm the probe had an aspiration failure. The complaint evaluation does confirm the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The most likely cause for the cut and actuation failures is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery; although the event was reported to have occurred prior to surgery, the nominal wear indicates the probe has experience usage. The reported aspiration failure was not confirmed on both samples returned, it appears that the broken inner cutter observed on sample one was due to excessive use of the probe by the user, and an exact root cause for the bent needle and the bent inner cutter observed on sample two could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As per the new information, product lot number was updated form unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that did not cut and vacuum before vitrectomy surgery. They had to open another pack. There was no report of patient harm.